Event description:
It was reported that pump housing and usb port were damaged, causing charger to fit loosely and making pump difficult to charge, although pump had not shut down due to issue. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump, confirmed address, explained that replacement would have slightly different software and how to update it, provided instructions for storage mode and pump return within specified time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.